Manufacturer narrative:
On january 26, 2026, mentor was notified that the patient had undergone implant removal on an undisclosed date and that the suspect device had been discarded. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Reason for device explant and/or reoperation: suspected rupture, wrinkling. On february 09, 2026, mentor was notified that the patient underwent bilateral exchange with mentor gel implants on (B)(6) 2026. The ruptured device was confirmed during the surgery. Date of explantation: (B)(6) 2026. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 17, 2025, after further clinician evaluation of the information, it was determined that the wrinkling code was required. Corrected data: h6 health effect - clinical code: wrinkling. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast reconstruction revision surgery with implantation of a 590cc mentor memorygel breast implant prosthesis. Post-operatively, the patient reported experiencing redness around her implant. During an in-office visit, she was observed to have a smaller left breast with dimpling. She was diagnosed with a possibly ruptured left implant. Ultrasound imaging is pending. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The date of event was provided to mentor as a best estimate. Follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).